Event description:
The customer was hospitalized for high bgs. The customer started to vomit leading to their hospitalization. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Later the customer called back to perform the high-pressure test and passed. It was indicated that the cannulas were bent. The customer did not know how to do the fixed prime after doing the manual prime.